Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. In addition, the field representative reported the ICD delivered inappropriate shocks for rapid ventricular response. Technical services advised a rv lead replacement is recommended. Additional information provided the patient was prepared for a lead revision. Upon gaining access the physician discovered the vessel was occluded. The physician was unable to complete the revision and the procedure was abandoned. The physician chose to refer the patient for a lead extraction and reimplantation at that time. Subsequently, this ICD and rv lead were successfully explanted. Another ICD and rv lead were implanted to complete the procedure. The rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. In addition, the field representative reported the ICD delivered inappropriate shocks for rapid ventricular response. Technical services advised a rv lead replacement is recommended. Additional information provided the patient was prepared for a lead revision. Upon gaining access the physician discovered the vessel was occluded. The physician was unable to complete the revision and the procedure was abandoned. The physician chose to refer the patient for a lead extraction and reimplantation at that time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. In addition, the field representative reported the ICD delivered inappropriate shocks for rapid ventricular response. Technical services advised a rv lead replacement is recommended. Additional information has been requested but not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.